Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow up with stored episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. It was determined that these episodes were caused by post- paced t-wave over-sensing. Programming interventions were made. The patient was stable and will continue with scheduled monitoring.